Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. Customer unable to troubleshoot at time of reporting. Advised customer to change reservoir and infusion set. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. . No conclusion can be drawn at this time. (B)(4).